Manufacturer narrative:
The exposed portion of the soft cannula was kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached at least 400 mg/dl while wearing the pod on the arm. Patient's guardian also reported ketones were tested and results were negative. As treatment, a new pod was applied and insulin was delivered.